Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed for unusual issue. In addition, error message 2, 4, 5, and 9 are observed in the error log, but error was not reproduced during the investigation for error unknown. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter was displaying an error (error number not remembered) with a message she recalled saying ¿defective test strip¿. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged error message began to appear on unspecified date in (B)(6) 2013. The patient tests her blood glucose twice a day and takes oral medications to manage her diabetes. The patient denied making any adjustments to her diabetes medications due to the meter issue. However, the patient reported developing symptoms of feeling ¿sweaty, tired, sleepy and thirsty¿ sometime after the error message began to appear. The patient informed the csr that two weeks prior to contacting lfs she saw her hcp at his/her office. The patient stated her hcp only tested her blood glucose during the office visit and was only told that it was running high. The patient states she was not told what result they obtained with their meter. The patient denied receiving any treatment for the elevated blood glucose by her hcp and stated she was just told to continue testing her blood glucose and taking her oral medications as usual. The patient also denied treating herself in response to the symptoms. She reported that the symptoms abated on their own without treatment. At the time of the initial call to lfs, the csr noted that the patient no longer had the test strips she was using and obtaining error message back in (B)(6) 2013. At the time of the call, the csr walked the patient thru performing a test using a new vial of test strips and the patient was able to test successfully. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged error message began to appear.